Manufacturer narrative:
Correction: describe event or problem: it was reported that before use of the bd insyte¿ autoguard¿ shielded IV catheter there was an issue with foreign matter on two units. Investigation summary: received two unused iag 24ga units in sealed packages from catalog number 381812, lot number 8071624. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of foreign matter with lot #8071624 regarding item #381812. DHR review was performed. The lot number was built on afa line 4 from 18mar2018 thru 23mar2018. Packaged on packaging line 9 from (pallets 1-14) 21mar2018 thru24mar2018 and (pallet 19) on 01may2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed one non-related qn was initiated during the build of this lot that would not impact the outcome of the quality of the product relevant to the defect stated in the pir. The peura (end user risk analysis) rm5835 rev 14 version l was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable investigation conclusion: observed black specks embedded into the needle cover of both units. Based on the evaluation of the submitted photos displayed the same defect as the returned displayed. The defect foreign matter was confirmed. Root cause description: the black specks that was observed were created as part of the normal molding process with this material. The black specks were burnt particulate resin; which result from material having a longer residence time in the mold. That would not affect fit, form or function of the product. Rationale: a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ shielded IV catheter there was an issue with foreign matter on two units.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ shielded IV catheter there was an issue with foreign matter.